Event description:
A female pt is claiming that "nerve damage" occurred when she passed out at home and bumped her head. Forty-eight hours prior to this event she had a procedure in which lodoform packing strips were placed in the vaginal cavity. The packing strips were in place when she reported to the emergency room where she was allegedly diagnosed with toxic shock syndrome.